Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an abbott diabetes care (adc) device, being unsuccessful due to the inserter not firing, and unable to monitor glucose levels. As a result, customer experienced "dizziness", "sweat", "sickness", and was unable to self-treat, requiring third-party treatment of "sugar" by a non-healthcare professional. Customer also reported "slow and rapid insulin" medications however it was unspecified if/how these were related to the reported medical event as no contact was reported with their healthcare professional (hcp). There was no report of death or permanent injury associated with this event.